Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: a product investigation was conducted. Service and repair evaluation: the customer reported that hand piece for battery powered driver all speeds do not work. The repair technician reported that device ran low in forward and fast forward and does not run in reverse condition, and also seen that rusted motor and switch plate, residue on barriers, faded nose cone, drive column and bearing was replaced due to grinding upon re-assembly. The cause of the issue is improper maintenance. The item was repaired per the inspection sheet, passed synthes final inspection and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. H3, h4, h6: device history record (DHR) review conducted: part 05.000.008 synthes lot # 006775 previous synthes lot # 005243 supplier lot # 005243 release to warehouse date: 02 jul 2013 supplier: (B)(4). No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, all speeds for the hand piece for battery powered driver do not work. The issue was observed during weekly audit. There was no patient involvement. This report is for one (1) hand piece for battery powered driver this is report 1 of 1 for complaint (B)(4).